Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 29-jan-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code 150610007, work order (B)(4) was manufactured on 04 jun 2014. (B)(4) parts were manufactured per specification and all raw materials met specification. Two scrap parts associated with this lot 7907872. Parts failed for rim finish and both parts have been scrapped from lot 7907872 therefore there is no correlation with the complaint failure mode. O scrap: a572 (rim finish). No ncs (non-conformances) found associated with lot 7907872.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Medical records contain an operative note indicating loosening of tibial base to cement interface. The manufacturer of the primary tka components is not identified at this time. (B)(6) 2018: the patient underwent a revision of the attune right knee for pain and tibial tray loosening. Intraoperatively, the tibial tray was found loose at the implant-cement interface. Patella was not revised. All other components were replaced (tibial, insert, femoral)with a non-depuy revision system with non-depuy cement. No complications noted in revision doi: (B)(6) 2014; dor: (B)(6) 2018 (tibial, insert, femoral).